Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. The head was made at the following location. Contract manufacturer: (B)(4). The handle was made at the following location. Contract manufacturer: (B)(4).

Event description:
Consumer reports head came off while brushing teeth. Poked outside of cheek.